Manufacturer narrative:
The devices were not returned to bsn for further investigation, as they remain in the pt's possession.

Event description:
A report was received that the pt was explanted due to infection. Cultures were not taken. The pt's symptoms were fluid coming out of the ipg pocket, nausea, and fever. The physician does not believe that the infection is device or procedure related. The pt is reportedly doing well following the explant procedure.